Event description:
The customer reported via phone call that the she experienced issues with the sensor being bad. The customer stated that she stopped wearing the sensor for one year. The customer also experienced low blood glucose of 40 mg/dl. The customer mentioned issues with the transmitter charger not flashing as well. The customer was advised that there may be a connection issue with the charger. The customer was advised to replace out the charger. The customer was advised that the product would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.